Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion test. Insulin pump primed properly. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked case at reservoir tube window corner, cracked reservoir tube window, and missing end cap sticker.

Event description:
It was reported that the buttons on the customer's insulin pump were no working. Her blood glucose was 229mg/dl at the time of reporting. The pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.